Manufacturer narrative:
Results: the sep8 core wire was fractured approximately 149.3 cm from the proximal end and the atraumatic tip was stretched. The sep8 was kinked approximately 21.0 cm from the proximal end. The sep8 was damaged and, therefore, was not functionally tested. Conclusions: evaluation of the sep8 revealed that the core wire was fractured. If the device is forcefully manipulated during use, after several passes the core wire may become fatigued, and damage such as a fracture may occur. Further evaluation of the returned sep8 revealed that the core wire was kinked. This kink likely occurred due to forceful manipulation during use. The cat8 identified in the complaint was not returned to penumbra for evaluation. Penumbra coils and catheters are visually inspected during in-process inspection and during quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right popliteal vein up to an inferior vena cava (ivc) filter using an indigo system separator 8 (sep8). During the procedure, the physician advanced an indigo system aspiration catheter 8 (cat8) and the sep8 using a non-penumbra sheath to aspirate the thrombus. After several passes, the physician removed the cat8 and the sep8 and placed them on the back table. On the back table, the hospital technician noticed that tip of the sep8 was stretched. The procedure was, therefore, completed using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.